Manufacturer narrative:
Device evaluation: intuitive surgical inc. (Isi) received the common compute controller (ccc) associated with this complaint. Failure analysis confirmed the reported event. Upon visual inspection, no issues were found that would be related to the reported failure. The ccc was installed and tested on an in-house eft system where the component functioned as expected. The system was failed with an error and not be able to complete programing. System was hang during programing and could not boot up. Unit was installed into test bench and powered on with a power supply. As a result of these findings, failure analysis was able to conclude that bricked ccc was found to be the root cause of the reported failure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ivor lewis esophagectomy surgical procedure, the system had a fault occur when driving the robot for docking, and an error was displayed on the consoles. The hospital experienced a power surge, contributing to the system error. The technical support engineer (tse) walked the staff through several hard power cycles, trying both consoles and as a single console configuration with no change to the system. The surgeon elected to convert the procedure to an open approach due to the da vinci system's inability to be troubleshooted. The procedure was completed open, and the patient is recovering well.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse powered on all 4 consoles in a standalone. All errors were only on the tower. The fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi has received the ccc for evaluation; however, the failure analysis investigation has not been completed.

Manufacturer narrative:
Field g3 had the incorrect date in 2955842-2025-24374 ¿ 01. It was documented as 5/15/2025, the correct date is 6/14/2025.

Event description:
Refer to h11 for follow-up information.